Manufacturer narrative:
Investigation: 2 actual samples with drug (cement) inside syringe and 1 representative sample in sealed packaging was returned for investigation. The samples were subjected to visual inspection and observed that the plunger being twist on one of the actual sample. The 2 actual samples were not subjected to leak test because the cement is unable to remove from the syringe. The 1 representative sample was subjected to leak test per test procedure 80005455 and pass the leak test observed no solution between the rib of the stopper indicating no leakage past the rib of the stopper from the tested samples the representative sample was subjected to perform leak test and pass the leak test; no leakage was observed. The complaint is unconfirmed as not able to duplicate customer¿s indicated failure mode. A device history record review was performed and showed no non-conformance's associated with this issue during the production of this batch.

Event description:
It was reported that leakage occurred during use with a syringe 5ml ll. The following information was provided by the initial reporter (korean translation), "the back of the syringe is a drug leak. The drug used is cement. Updated info: incident occurred in hybrid operating room, and all the medical staff were wearing gloves." 2 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a syringe 5ml ll. The following information was provided by the initial reporter (korean translation), "the back of the syringe is a drug leak. The drug used is cement. Updated info: incident occurred in hybrid operating room, and all the medical staff were wearing gloves." 2 occurrences were reported.